Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient began treatment with vancomycin injection (1gm, intraperitoneal, every 4th day, ongoing) and ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. It was reported that the patient was retrained on proper aseptic technique. At the time of this report, the patient is recovering from peritonitis and pd therapy was ongoing. No additional information is available.